Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states out of box the right rear wheel is wobbly and rubs against the arm assembly.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Right wheel rubs right arm wheel not true way to much play in arms. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the right rear wheel touching the arm rest. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Right wheel rubs right arm wheel not true way to much play in arms. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the right rear wheel touching the arm rest. Provider states out of box the right rear wheel is wobbly and rubs against the arm assembly.